Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a rebel catheter with stent. The balloon was tightly folded. There was contrast in the inflation lumen. The outer shaft, inner shaft, balloon and tip were microscopically examined. There were numerous hypotube kinks. There was tip damage. The stent was flared, bent, and overlapping. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. A 28 x 4.50 rebel stent was advanced to treat the target lesion. However, upon introducing the device into the guide catheter, the mesh of the stent was damaged while passing through the y connector. The procedure was completed with another with same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. A 28 x 4.50 rebel stent was advanced to treat the target lesion. However, upon introducing the device into the guide catheter, the mesh of the stent was damaged while passing through the y connector. The procedure was completed with another with same device. No patient complications were reported and the patient's status was stable.